Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the left ventricular lead could not be implanted; the lead could not be introduced deep enough into the target vein. The lead was not used. The patient was in normal condition post procedure.